Manufacturer narrative:
Reference record (B)(4). The device involved in the event was removed from the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number is the international list number which is similar to us list number of 062903. Gastro-intestinal ulcer is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, a nurse visit at the hospital for pegj placement was performed. It was reported that during a gastroscopy erosions were found in the stomach body and antrum due to erosive gastritis that was pre-existing before duodopa treatment. Biopsies were obtained of the erosions. The gastroscopy revealed several ulcers in the bulb and second part of the duodenum due to suspected contact of the rhino-gastric tube which was dislocated about 30 cm from pulling by the patient as reported by the gastroenterologist. It was reported that the patient treated with pariet, and was not hospitalized.